Event description:
A user facility reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional informaiton has been requested.